Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Dose and frequency of gammagard: infuse 54gm (540ml) intravenously daily for 2 days every 4 weeks. Pt's home health nurse reported she is at pt's home and the curlin pump (serial and expiration date not provided) is giving error 20 code and issues with the batteries. Nurse changed the batteries out multiple times but the code will not clear. She will be doing today¿s infusion with gravity tubing so no dose will be missed. (At time of notification, dosing had not been completed) no adverse event(s) reported due to product issue. Device available for return. A new pump will be sent to replace the current pump. No further info. Reported to (B)(6) by: health professional.